Event description:
Additional information reported the patient was receiving effective therapy and was ¿fine¿ as of three days after the date of this follow-up report.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the parkinson¿s disease patient¿s implantable neurostimulator (ins) experienced ¿premature¿ battery depletion with a longevity of ¿only three years.¿ there was ¿no change in parameters¿ during the three years and it was noted the patient¿s previous ins of the same model type had lasted five years. The patient¿s ins was replaced as a result of the event and the issue was resolved. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins was at eri (elective replacement indicator) when received. The ins had good telemetry and output but the output was slightly low due to the weak battery that is near end of service. A longevity estimate was done based on the programmed parameter history shown in the ins when it was received for analysis. The parameters had not changed during the implant duration. No impedance was given so the default impedance was used. The estimate indicated an expected life of 2.47 years to eri. According to the trace report taken from the ins, the battery depleted to eri in 2.61 years ((B)(4) 2012 to (B)(4) 2015). The ins had reached a normal eri condition.¿